Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("painful cramping") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), device expulsion ("one of her essure devices had become dislodged and ultimately was expelled from her body"), menorrhagia ("excessive menstrual bleeding/less bleeding") and dyspareunia ("occasional dyspareunia"). The patient was treated with surgery (right sided essure removal. Bilateral tubal ligation). Essure was removed. At the time of the report, the abdominal pain lower and device expulsion had resolved and the menorrhagia and dyspareunia was resolving. The reporter considered abdominal pain lower, device expulsion, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: normal positioning in tubes, bilateral occlusion (B)(6) 2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure devices had become dislodged and ultimately was expelled from her body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("right-sided low back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping"), menorrhagia ("excessive menstrual bleeding/less bleeding") and dyspareunia ("occasional dyspareunia"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion had resolved and the abdominal pain lower, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged and ultimately fell out of her body. She was advised that the left fallopian tube was patent and that she was at risk of pregnancy. On or around (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: normal positioning in tubes, bilateral occlusion. Diagnostic results: (B)(6) 2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. (B)(6) 2014 - the radiology exams for both her lumbosacral spine and sacroiliac joints noted a total occlusion device is seen in the right hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure devices had become dislodged and ultimately was expelled from her body / her left device migrated out of her body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On(B)(6)2008, the patient had essure inserted. In (B)(6)2014, the patient experienced back pain ("right-sided low back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping/pain"), menorrhagia ("excessive menstrual bleeding/less bleeding"), dyspareunia ("occasional dyspareunia"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (essure removal surgery). At the time of the report, the device expulsion had resolved, the abdominal pain lower, menorrhagia, dyspareunia and back pain had not resolved and the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia, genital haemorrhage, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged and ultimately fell out of her body. She was advised that the left fallopian tube was patent and that she was at risk of pregnancy. On or around(B)(6)2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2008: results: normal positioning in tubes, bilateral occlusion. Diagnostic results: (B)(6)2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. (B)(6)2014 - the radiology exams for both her lumbosacral spine and sacroiliac joints noted a total occlusion device is seen in the right hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: pfs received: new event "abnormal bleeding, pain" added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure devices had become dislodged and ultimately was expelled from her body / her left device migrated out of her body') in an adult female patient who had essure (batch no. 626583) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("right-sided low back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping/pain"), heavy menstrual bleeding ("excessive menstrual bleeding/less bleeding"), dyspareunia ("occasional dyspareunia"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (essure removal surgery). At the time of the report, the device expulsion had resolved, the abdominal pain lower, heavy menstrual bleeding, dyspareunia and back pain had not resolved and the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged and ultimately fell out of her body. She was advised that the left fallopian tube was patent and that she was at risk of pregnancy. On or around (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: normal positioning in tubes, bilateral occlusion. Diagnostic results: (B)(6) 2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. (B)(6) 2014 - the radiology exams for both her lumbosacral spine and sacroiliac joints noted a total occlusion device is seen in the right hemi pelvis. Most recent follow-up information incorporated above includes: on 3-jun-2021: mr received. Reporter information, patient's date of birth, lot number were added. Lab data was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device expulsion ('one of her essure devices had become dislodged and ultimately was expelled from her body/her left device migrated out of her body'). In an adult female patient who had essure (batch no. 626583), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy, nor did they last as long. And she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain ("right-sided low back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping/pain"), heavy menstrual bleeding ("excessive menstrual bleeding/less bleeding"), dyspareunia ("occasional dyspareunia"), genital haemorrhage ("abnormal bleeding") and pelvic pain ("pain"). The patient was treated with surgery (essure removal surgery). At the time of the report, the device expulsion had resolved. The abdominal pain lower, heavy menstrual bleeding, dyspareunia and back pain had not resolved. And the genital haemorrhage and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia, genital haemorrhage, heavy menstrual bleeding and pelvic pain to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged, and ultimately fell out of her body. She was advised that the left fallopian tube was patent. And that she was at risk of pregnancy. On or around (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved, as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2008, results: normal positioning in tubes, bilateral occlusion. Diagnostic results: (B)(6) 2010, hysterosalpingogram showed right sided essure device remained in proper position, but that the left sided essure device was not visible. The left sided fallopian tube filled with contrast. And she was told, that the tube was patent. And that she was at risk of pregnancy. On (B)(6) 2014, the radiology exams for both her lumbosacral spine and sacroiliac joints noted, a total occlusion device is seen in the right hemi pelvis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one of her essure devices had become dislodged and ultimately was expelled from her body"), abdominal pain lower ("painful cramping"), menorrhagia ("excessive menstrual bleeding/less bleeding"), dyspareunia ("occasional dyspareunia") and back pain ("right-sided low back pain") in an adult female patient who had essure inserted. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2014, the patient experienced back pain. On an unknown date, the patient experienced device expulsion, abdominal pain lower, menorrhagia and dyspareunia. Essure treatment was not changed. At the time of the report, the device expulsion had resolved and the abdominal pain lower, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged and ultimately fell out of her body. She was advised that the left fallopian tube was patent and that she was at risk of pregnancy. On or around (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: normal positioning in tubes, bilateral occlusion. (B)(6) 2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. (B)(6) 2014 - the radiology exams for both her lumbosacral spine and sacroiliac joints noted a total occlusion device is seen in the right hemi pelvis. Most recent follow-up information incorporated above includes: on 29-mar-2018: reporter added. Essure insertion date ((B)(6) 2008) was provided. Relevant tests added. The event "right-sided low back pain" added. Right side essure was not removed, case was downgraded and outcome of events was updated to "not recovered". No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('one of her essure devices had become dislodged and ultimately was expelled from her body') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: before essure, her menstrual periods were not as heavy nor did they last as long, and she had no problem with going about her daily life. On (B)(6) 2008, the patient had essure inserted. In november 2014, the patient experienced back pain ("right-sided low back pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain lower ("painful cramping"), menorrhagia ("excessive menstrual bleeding/less bleeding") and dyspareunia ("occasional dyspareunia"). The patient was treated with surgery (essure removal surgery). Essure was removed on (B)(6) 2011. At the time of the report, the device expulsion had resolved and the abdominal pain lower, menorrhagia, dyspareunia and back pain had not resolved. The reporter considered abdominal pain lower, back pain, device expulsion, dyspareunia and menorrhagia to be related to essure. The reporter commented: plaintiff had gone to the bathroom and discovered that one of her essure devices had become dislodged and ultimately fell out of her body. She was advised that the left fallopian tube was patent and that she was at risk of pregnancy. On or around (B)(6) 2011, plaintiff underwent a laparoscopic bilateral tubal ligation performed. Symptoms have not resolved as she still has one essure device implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: results: normal positioning in tubes, bilateral occlusion. Diagnostic results: (B)(6) 2010, hysterosalpingogram showed right-sided essure device remained in proper position, but that the left-sided essure device was not visible. The left-sided fallopian tube filled with contrast, and she was told that the tube was patent and that she was at risk of pregnancy. (B)(6) 2014 - the radiology exams for both her lumbosacral spine and sacroiliac joints noted a total occlusion device is seen in the right hemi pelvis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-jun-2020: pfs received- case was upgraded from non-serious incident to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.